Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of hospitalized high blood glucose readings and excessive no deliveries from the insulin pump. The mother stated that her daughter went through diabetic ketoacidosis. The customer's blood glucose reading was 70 mg/dl, 100 mg/dl and 120 mg/dl. The mother stated that her daughter has gone to the hospital about 25 times since the beginning of 2015. The customer was advised to call back to troubleshoot for no delivery alarms.